Event description:
It was reported that the ventilator failed the gas supply test, the oxygen cell/sensor test and the flow transducer test during pre-use check. (B)(4).

Manufacturer narrative:
(B)(4).